Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/10/2015 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons responded appropriately. The keypad cover was removed and there were no keypad button defects found. The audio bolus button cover was found to be intact, but the bolus button was unresponsive. The bolus button cover was removed, and a bolus button short was observed. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that on that same day, the patient experienced elevated blood glucose (bg) of 33.3mmol/l with moderate ketones associated with a keypad button response issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The reporter noted that the ok, up arrow, down arrow, and audio bolus buttons were all under-responsive and that the issue resulted in under-delivery of insulin. The patient reportedly discontinued insulin pump therapy. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an alleged keypad button response issue.